Manufacturer narrative:
Add/l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The product mgr for trauma, reported that he received a telephone call from a person who claimed to be a surgeon at (B)(6) hosp who asked for info regarding rehab protocols relating to fractured gamma nails. The product mgr provided general info regarding the potential root causes of gamma nail fractures, such as misalignment upon insertion, but emphasised that specific rehab protocols are to be determined solely by the relevant consultant. In addition, the product mgr also reiterated that in order to determine the root cause of gamma nail fractures, further details would need to be obtained, including the product code and lot number of the device, pt details, medical history, as well as x-rays and pt images. Towards the end of the call, it was later revealed that the person calling was actually a pt at (B)(6) hosp, not a surgeon, who was calling after suffering from a gamma nail fracture. The product mgr has contacted the junior dr at the account and informed him of this discussion with the pt. The junior dr will escalate this to the pt's surgeon.